Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system's touchscreen and remote control were not working during setup for a procedure. The case was postponed.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative reset the cable connection to the printed circuit board (pcb). The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 3, 2011. Based on qa assessment, the product met specifications at the time of release. The remote was examined and the reported event was not replicated. The remote was tested and found to meet product specifications. The system was manufactured on november 3, 2011. Based on qa assessment, the product met specifications at the time of release. The remote was manufactured on october 18, 2011. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the non-conforming cable connection contact from the pcb. However, how the cable connection contact became non-conforming remains inconclusive. The remote control functioned to specifications. Therefore, it is not suspected to have contributed to the reported event. (B)(4).